Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 532 mg/dl. During a system check with tandem technical support; the pump and cartridge functioned as expected. Reportedly, the customer went to the emergency room (ER), but was not admitted into the hospital. The customer was treated with a manual injection and left the ER 4 hours later with a bg level of 374 mg/dl. The customer stated that they do not believe the pump or supplies caused the elevated bg level.